Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 12. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.